Event description:
It was reported that the user experienced persistent high glucose overnight while using the ilet pump and later received an ¿incomplete fill tubing¿ alert; dosing stopped after the user interacted with the pump and disconnected the tubing, and the family confirmed drop confirmation was performed in the morning, with education provided on proper low treatment and announcing meals. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and family and analysis of information provided by them. Investigation of this case revealed no device problem and identified a usage problem related to incomplete tubing fill and disconnection involving the tubing component, characterized as an improper or incorrect procedure or method. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.